Event description:
Related MFR reports: 1627487-2020-21986 and 1627487-2020-21987. Additional information identified the infection was at the patient's scs ipg site. In addition, the system was reportedly removed without issues.

Event description:
Related MFR reports: 1627487-2020-21986 and 1627487-2020-21987. It was reported the patient had an infection, as a result, the entire scs system was removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR reports: 1627487-2020-21986 and 1627487-2020-21987.